Event description:
It was reported the pt experienced a shocking sensation while the stimulation was turned on. The pt was instructed to assess the switch position, which resolved the issue. The pt reported a week later that the "device is working perfectly and no shocks since she spoke to the rep". She will contact the manufacturer's rep if she experiences any other issues. A follow-up report will be submitted if additional info becomes available.